Event description:
It was reported that stent damage occurred. The target lesion contained a <90 degrees bend vessel. Pre-dilation was performed resulting to a 25% residual stenosis. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, it was noticed that the stent strut was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.